Manufacturer narrative:
One single disposable 2.9mm mini magnetic abrader blade used in treatment, was returned for evaluation. These are sold as a box of six. This product is not intended to be sold individually. This is a small scale blade for lighter applications. Dings or light nicks were observed on blade edges. Light wear bands were observed at the distal end of the inner blade. Conditions indicated excess pressure and contact with hard bone or instrument contributed to shedding. Skiving is a symptom of excessive side loading and can create shedding. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a wrist arthroscopic surgery using a powermini abrader burr it was found metal pieces while removing the sclerotic bone. The pieces were removed using tweezers and suction. The procedure was completed using a back-up device. It is unknown if there was a significant delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.